Event description:
The device was used during a lobectomy procedure. Reportedly, the handle disengaged from the device and there was tissue loss during the recovery of the return handle. Another device was used to finish the procedure.